Event description:
Follow up revealed that the patient underwent surgical intervention to have their lead repositioned. The date of surgery is unknown.

Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient began to receive ineffective stimulation after falling on several occasions. X-rays were taken and confirmed that the lead had migrated. As a result, surgical intervention may be pending to address this issue.